Event description:
It was reported that the implantable pulse generator (ipg) and lead had high impedances. The patient underwent a spinal cord stimulation (scs) revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 14657519. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 14657519. UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 14657519. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 14657519. UDI: (B)(4). Sc-2352-50 (sn (B)(6)). Sc-2352-50 (sn (B)(6)). Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Sc-1232 (sn (B)(6)). Investigation result: the ipg was received for analysis, and visual inspection, x ray evaluation, and borescope assessment revealed no anomalies. Impedance measurements performed using a known good remote control (rc) and clinical programmer (cp) demonstrated acceptable impedances across all ports. Functional testing confirmed that the device operated within specifications. Review of the manufacturing and production records identified no deviations or anomalies. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the allegation that the ipg showed multiple high impedances during the procedure was not confirmed. Based on the verified performance of the device and the absence of any device related failure, this investigation is classified as no problem detected.

Event description:
It was reported that the implantable pulse generator (ipg) and lead had high impedances. The patient underwent a spinal cord stimulation (scs) revision procedure.